Event description:
It was reported that this patient with a pacemaker exhibited intermittent undersensing of an atrial rhythm. An x-ray was performed and both the right atrial (ra) and right ventricular (rv) lead were intact. The field representative made programming changes and was able to pace the patient out of atrial flutter and the rhythm converted back to normal sinus rhythm. At this time, the device remains in service. No adverse patient effects were reported.